Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked at the threads to the left side of the grip pad down to the seal. The battery cap was secured for testing. The pump was run for 24 hours and no power losses occurred. The pump was opened to find no moisture. The intermittent power complaint was unable to be duplicated during investigation. Unrelated to the original complaint, moisture was found in the battery compartment, with a leak.